Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD; 429678 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited occasional intermittent under-sensing during recorded episodes. Additionally, it was noted the patient had not been taking their anti-arrhythmia drugs and were involved in an auto accident, and the patient received therapy from their device post the accident. The lead remains in use. No patient complications have been reported as a result of this event.